Manufacturer narrative:
The device was not available and therefore a device evaluation could not be performed. The device history record review of the manufactured lot was performed and there were no non-conformities found to be related to the reported event. Based on the information the probable root cause of the reported btm coming away from the wound was due to the misuse of the device, as it was confirmed the vac sponge was placed directly on top of the btm, rather than a non-adherent layer/dressing leading to the device adhering to the vac sponge and subsequently be removed during the dressing change. The exact cause of the reported skin graft not taking over the wound could not be determined. A review of the device risk file was completed. The reported events are a known risks which does not constitute a potential new harm or new hazard. Graft failure is identified as a known inherent risk of the procedure. The IFU adequately provides instructions for implantation, precautions, and warnings for the proper use and handling of the device. Of note, the IFU includes the dressing instructions which state "while dressing protocols may be decided by the operating surgeon, it is recommended to cover novosorb® btm with a low-adherent antimicrobial dressing". Polynovo could not confirm a deterioration or change in the characteristics or performance, or inaccuracies in the labeling or instruction leaflet of the medical device for the reported case. The rate of the reported issue to polynovo is considered low and acceptable. The clinical benefits continue to outweigh the potential risks associated with the use of the device. Polynovo does not believe that a corrective action is warranted and will continue to investigate and monitor complaints of this nature.

Event description:
Reportedly, a patient had btm implanted which initially came away from the sacrum when the vac was removed. The report noted that a non-adherent dressing was not used between the device and the vac dressing. The btm was reapplied and re-stapled to the sacrum and was noted to be integrating when reviewed. A skin graft was placed over the area where the btm was re-stapled and it was reported the graft did not take. In addition, it was noted that the surgeon applied xxxx reasonable attempts were made to obtain pertaining information, but no new information has been provided.